Manufacturer narrative:
The investigation of the returned defect device has concluded that the leak was caused by the gasket being outside the specified dimensions. With a gasket outside the specified dimensions the sealing integrity of the fluid path in the m warmer may be compromised and fluid can leak. All m warmers are subjected to 100% pressure tests in manufacturing for verification of the sealing. Mequ has no records of complaints with similar product defects. It is concluded to be an isolated event.

Event description:
The product problem reported the m warmer leaked fluid and found it hot to touch. The m warmer was immediately disconnected when noticed. No harm occurred to the patient.